Manufacturer narrative:
The analysis site was unable to duplicate the customer's complaint. However, the firing mechanism was bent and had corrosion where the form screw is attached, but was not related to the alleged issue of the probe popping upward. Also the top and bottom frame had peeling paint, the encoder could not be calibrated and the e-clip was damaged during disassembly. To correct the above issues, the analysis site replaced the firing mechanism, top frame, bottom frame, encoder and the e-clip. After servicing the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
The event was reported that the shaft on the holster would pop upward when the probe was fired, causing the probe to pop upward during a breast biopsy. This caused a hematoma in the patient's breast. The case was aborted. No additional information is available at this time.